Manufacturer narrative:
Product event summary: the lead/device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported at the time of the follow up visit a message of ¿re-enter all patient information shown as¿ was displayed. The patient data was not available and appeared to have been deleted. Additionally, the patient¿s data could not be entered and a save to disk download could not be performed as a result of a usb error. It was learned that ten days prior the patient received a high dose of radiotherapy. The device remains in use and no patient complications have been reported as a result of this event.